Manufacturer narrative:
The 14fr esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Case imagery was provided for review. The patient 3mensio report showed tortuosity and calcification present in the access vessels. Photographs of the device following withdrawal, revealed sheath delamination at the liner distal end. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from august 2020 to july 2021 for the esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that procedural factors (bent valve strut, excessive manipulation, incomplete deflation, non-coaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of a partially expanded valve) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the review of the provided device photographs. As the device was not returned, no additional visual or dimensional inspection could be performed, and therefore a presence of manufacturing non-conformances (if any) could not be identified. Reviews of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, 'sheath inner liner bunched up after balloon withdrawal'. Imagery was provided of the sheath after the procedure revealing a liner delaminated at the distal end of the sheath. Patient vessel information was provided; tortuosity and calcification were present in the access vessel. Tortuosity and calcification can create a challenging pathway and can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath. This scenario can potentially lead to the balloon catching on the sheath distal tip leading to sheath delamination. Additionally, follow-up information states that it is 'likely' that there was volume in the balloon. Residual fluid remaining in the balloon during withdrawal can make the balloon have a larger than normal deflated profile. The altered balloon profile can also catch on the sheath liner tip and contribute to the sheath liner delamination during withdrawal. Available information suggests in addition to patient factors (access vessel tortuosity and calcification), procedural factors (withdrawal of the altered balloon profile) may have contributed to the delamination of the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Post deployment of a 26mm sapien 3 ultra valve in the aortic position, difficulties were encountered during the withdrawal of the commander delivery system back into the esheath. The delivery system balloon got caught on the distal tip of the esheath. Additional force was applied, and the delivery system and sheath were removed. Upon removal, the sheath appeared kinked, and the liner was bunched up. No injury to the patient was reported. It was speculated that the withdrawal difficulties were due to retained volume in the delivery system balloon.